Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found multiple parts were defective which included sample probe, buffer valve and sample valve. The fse replaced the sample valve, buffer valve, and sample probe which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported erroneously low ise (ion selective electrode) patient results which included sodium (na), potassium (k). And chloride (cl) involving the (B)(6) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.